Event description:
Loss of osseointegration. Since the correct issue description has been confirmed to be component fractured, the qn has been updated and a summary is provided in this follow-up report.

Event description:
Loss of osseointegration.